Manufacturer narrative:
A medtronic representative went to the site to inspect the equipment. While performing an imaging system check-out, a medtronic representative, confirmed the door would not close. It was discovered the lower right door assembly dislodged from the mounting position. It was determined that the door required re-mounting the door gear assembly back to the mounting plate. No part replacements were required. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, the site's imaging system was making a loud clunking noise when opening the door. The issue occurred when opening the door after the pre-operative spin. The imaging system was used for the procedure. The site opted to use the a second imaging system located at the site for the post-operative spin. No impact to patient or delay to surgery was reported.